Event description:
The customer reported that the subtracted runs were coming across black. This happened during a procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the hard drive and cine drive. The unit was tested and functions as intended.